Event description:
A hemodialysis user facility has reported the following: when rinsing back patient, nurse found a clot in the venous line that was not caught in the venous drip chamber. A call was placed to this facility where it has been learned that this facility does not use any heparin for dialysis. They use citrate for dialysis. It was learned that the patient completed the prescribed treatment when the facility was using saline to rinse back the patient's blood, when she saw the clot. When she detected the clot, she clamped the line and removed the patient from these lines. She has saved the clot and the lines. The patient has not suffered any ill effect from this event.

Manufacturer narrative:
Additionally, it has been learned that this event occurred during the hospitalization of this patient for other medical conditions not related to this event. It has also been learned that they do not use heparin for the hemodialysis treatment. Additionally, no further information on the underlying medical condition/conditions of this patient has been reported to fmc na, even though it has been requested. Therefore, it is the belief of fmc na that one of the above listed events was the possible cause of the incident, and not a defect in the bloodline.